Event description:
During a spinal procedure the surgeon asked for a duraseal which is used when there is a tear in the dura. The scrub assembled the syringes for the duraseal and 2 out of the 3 spray caps included in the package would not work. An additional package was utilized in order for the surgeon to complete the procedure. Refer reference report #mw5148275.